Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, a primary plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the secondary clave port on the cassette of the primary plumset for a piggyback deliver of 500 ml packed red blood cells (prbcs) at a rate of 150 ml/hr. The customer contact reported that after the secure lock male adapter was connected to the secondary clave port, proximately 5-7 drops of blood leaked at the luer connection of the secure lock male adapter and the secondary clave port. It was reported that the secure lock male adapter was disconnected from the secondary clave port and then reconnected. The customer contact reported that again blood leaked at the luer connection of the secure lock male adapter and the secondary clave port. The secondary tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reports of delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.